Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had display issues occur with their insulin pump. The customer states that the characters on the screen became illegible. Customer's blood glucose level was reported at 145 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked display connector. All of the buttons functioned properly and there was no unlocked keypad connector. No cosmetic damage was noted.